Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, inside a previously implanted surgical aortic valve, the patient¿s ejection fraction (ef) was around 20%. The patient¿s initial blood pressure was 100-115/50-60 millimeters of mercury (mmhg). It was noted a 14 french non-medtronic (dryseal) sheath, 14 french non-medtronic dilator, and non-medtronic (safari) guidewire were used. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic (zmed) balloon. The delivery catheter system (dcs) was inserted into the patient. The valve was at target depth of 3mm. During deployment, at the 3rd node, pacing was performed at 120 beats per minute (bpm). At 60% deployed, the valve dislodged aortic. It was noted that co-planar view was used, and there was no parallax in the surgical valve or transcatheter valve. The valve appeared to be deep on the left coronary cusp (lcc) and barely at target depth on the non-coronary cusp (ncc). The valve was recaptured and repositioned deeper. During the second deployment attempt, at 80% deployed, pacing was performed at 180 bpm. Subsequently, the valve dislodged a second time. It was noted that the dcs was ¿riding the inner curve¿ and switching to a stiffer guidewire did not seem like the best option. The valve was recaptured. The valve was repositioned at 3-4mm below basal plane on the ncc. Upon the final deployment attempt, the valve dislodged 15-20mm into the left ventricular outflow tract (lvot). Subsequently, the patient¿s blood pressure dropped. The patient did not recover. Cardiopulmonary resuscitation (CPR) was performed. The dcs was withdrawn from the patient. A second valve was successfully implanted at target depth. No paravalvular leak (pvl) was observed. The patient¿s hemodynamics improved. Per the physician, the patient had a flared ventricle, and this was something they were anticipating. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: unknown, use by date: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, inside a previously implanted surgical aortic valve, the patient¿s ejection fraction (ef) was around 20%. The patient¿s initial blood pressure was 100-115/50-60 millimeters of mercury (mmhg). It was noted a 14 french non-medtronic (dryseal) sheath, 14 french non-medtronic dilator, and non-medtronic (safari) guidewire were used. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic (zmed) balloon. The delivery catheter system (dcs) was inserted into the patient. The valve was at target depth of 3mm. During deployment, at the 3rd node, pacing was performed at 120 beats per minute (bpm). At 60% deployed, the valve dislodged aortic. It was noted that co-planar view was used, and there was no parallax in the surgical valve or transcatheter valve. The valve appeared to be deep on the left coronary cusp (lcc) and barely at target depth on the non-coronary cusp (ncc). The valve was recaptured and repositioned deeper. During the second deployment attempt, at 80% deployed, pacing was performed at 180 bpm. Subsequently, the valve dislodged a second time. It was noted that the dcs was ¿riding the inner curve¿ and switching to a stiffer guidewire did not seem like the best option. The valve was recaptured. The valve was repositioned at 3-4mm below basal plane on the ncc. Upon the final deployment attempt, the valve dislodged 15-20mm into the left ventricular outflow tract (lvot). Subsequently, the patient¿s blood pressure dropped. The patient did not recover. Cardiopulmonary resuscitation (CPR) was performed. The dcs was withdrawn from the patient. A second valve was successfully implanted at target depth. No paravalvular leak (pvl) was observed. The patient¿s hemodynamics improved. Per the physician, the patient had a flared ventricle, and this was something they were anticipating. No additional adverse patient effects were reported.